Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted no blood visible and contrast on the core. It is possible that the guide wire was wiped down prior to shipment to abbott vascular for evaluation. The analysis confirmed the reported guide wire separation as the core and polymer coating were separated 9.7 cm proximal to the tip ball. The polymer was stretched at the separation. There were two bends in the tip and a kink in the core proximal to the tip ball. The noted bends in the tip and kink in the core are likely the result of the guide wire separation. Scanning electron microscopy analysis of the guide wire suggests that the core failure may be attributed to ductile overload at a bend. Guide wire separation may occur when the wire is subjected to tensile or torsional loads beyond the design limits causing the distal tip to stretch and/or detach. A wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. Any additional attempts to retract the wire in this trapped state would exceed design limits and cause the reported separation. Since no damage was noted during inspection prior to the procedure, the bend likely occurred while advancing during the procedure, causing the wire to be more vulnerable to separation once force was applied. In this case, the lesion was described with 90% stenosis which could have contributed to the reported guide wire separation. Reportedly, the guide wire tip was successfully retrieved from the anatomy. To ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser, performs a non-destructive tip pull test and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs online reliability testing to verify product quality. The reported guide wire separation appears to be related to operational context of the procedure and there is no indication of a product quality deficiency. The lot history record was reviewed and there are no non-conforming material records associated with this lot. A query of the complaint-handling database was performed and there were no other incidents reported for this lot.

Event description:
It was reported that the procedure was done via arm approach for a lesion in the radial artery with 90% stenosis. A 3.0 x 20 mm non-abbott balloon was used for pre-dilatation with the whisper extra support guide wire. After the dilatation was completed, when the guide wire was removed from the anatomy, it was noted that the distal tip had separated 5 centimeters from the tip, and the distal tip remained in the vessel. No resistance was noted prior to the guide wire separation. A non-abbott guide wire was advanced to the area where the separated guide wire tip remained and was rotated in the vessel to successfully catch and retrieve the separated guide wire tip. No adverse patient sequelae were reported. No additional information was provided.